Manufacturer narrative:
B3. Event date was estimated based on the aware date. Details of the event, including patient status and product information, were not provided to bsc. Attempts to retrieve further information regarding this event have thus far been unsuccessful. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke.